Event description:
It was reported that a patient underwent a hernia repair on an unknown date and the mesh was implanted. It was reported that the patient had five hernia surgeries toward do overs. It was also reported that the patient is due for another to do overs and has all the faulty meshes that are on the recall list.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If further details are received at a later date a supplemental medwatch will be sent.